Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker was exhibiting post-paced t-wave oversensing. No changes or intervention was reported. There were no patinet consequences.

Event description:
New information noted the pacemaker was exhibiting undersensing. Programming changes were performed to resolve the issue.